Event description:
Information received indicates the head of the bed will not rise.

Manufacturer narrative:
The technician found the head up valve was sticking. The technician replaced the valve to repair the bed.